Manufacturer narrative:
There was no patient involvement. The instrument was not returned, therefore no analysis could be conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the ratcheting handle would not ratchet. There was no patient present when this issue was observed.